Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for gastrointestinal (gi) bleeding. An endoscopy was performed which found a small arteriovenous malformation (avm) in the patient's stomach. The patient was treated with 2 units of blood and argon plasma coagulation (apc). Warfarin was stopped. The patient was discharged on (B)(6) 2023 after the bleeding resolved.